Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with automated peritoneal dialysis therapy. The bacterial peritonitis was manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was unknown. On unreported date(s), the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) for the bacterial peritonitis event. It was reported that there was one more dose of vancomycin to be given for the treatment course to be completed. On an unknown date and after an unknown number of days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. The patient was recovering from the bacterial peritonitis and on an unreported date, the peritoneal effluent fluid was clear. No additional information is available.